Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The shaft is damaged at the exit notch. The damage is consistent with damage seen with use of a guidewire. Microscopic examination revealed that the balloon has a pinhole 6mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex (lcx) artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.5mm x 8mm non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex (lcx) artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.5mm x 8mm non-bsc balloon catheter. No patient complications nor injuries were reported.